Event description:
International affiliates reports the implanted polyaxial screw broke within one year of having been implanted. As revision surgery was required, a medwatch report is being filed to document this event.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. Review of the device history record confirmed the lot met specification requirements when released to stock. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.